Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
After a pacemaker exchange, the surgeon reported the patient developed a hematoma at the incision site post-operatively. The surgeon did not report any issues during the surgery, but believes the aquamantys device may have contributed to the hematoma while working in the pocket. It is unknown if any interventions were needed for the patient. The surgeon stated this is not the first time he had experienced this issue; however, no case details are available for past occurrences. Due to the lack of prior case details, this record serves to report the issue as a whole and no other records will be created.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.